Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 08/10/2021.

Manufacturer narrative:
Additional information to b2, b3, b5, b7, d10, h10. B5: upon follow up, it was reported that the patient was hospitalized on the same day as the event onset and was treated with vancomycin injection (1gm, once in 4 days, for 10 days, discontinued, route was not reported) and amikacin injection (125mg, once a day, for 10 days, discontinued, route was not reported) for this event. Ten days after the event onset, the patient's catheter was removed and the patient was switched to hemodialysis twice a week. It was reported that the patient remained hospitalized due to re-insertion of pd catheter. At the time of this report, the patient recovered from this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. It was unknown if the patient was hospitalized for this event. The patient was treated with vancomycin injection (1gm, once in 4 days, route and duration were not reported) and amikacin injection (125mg, once a day, route and duration were not reported) for this event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.